Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced critical battery alarms and had several issues of poor connection. In addition, it was noticed that the case of the shoulder pack was torn. There was no reported patient injury as a result of this event. The shoulder pack serial number is unknown and it was not returned to the manufacturer for evaluation; however, image provided by the clinical specialist confirmed the damage. The controller (B)(4) was returned to the manufacturer for evaluation. The poor mechanical connection could not be confirmed; the returned controller passed visual inspection and function testing. Review of the controller log files revealed two critical battery alarms and four controller power ups and motor start events, indicating that both power sources had been disconnected from the controller. The most probable root cause of the shoulder pack damage may be attributed to wear and tear from prolonged use. A factor that may have contributed is the fact that this patient is very active. The most probable root cause of the reported critical battery alarms may be attributed to a communication error between the battery and controller. Heartware has opened an internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation the instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the controller had poor mechanical connection to power sources. It was thought that this may have been attributable to the patient's handling of the peripheral equipment. The patient is very active repairing cars and working with chainsaws. The patient described several "critical battery" alarms on power port 1 of the controller and was not sure if display went black during the events. A manufacturer's representative assessed the device and found that on power port 1 it was easy to disconnect the power source with almost no need to twist the connector. A controller exchange was performed. Additionally, it was noticed that the patient's shoulder pack was torn. The controller and shoulder pack were removed from service and the patient was issued replacement devices. The controller was returned to the manufacturer for analysis but the shoulder pack was not returned. There was no reported patient injury as a result of this event.